Event description:
Device 4 of 4 : reference MFR. Report# 1627487-2018-3754, 1627487-2018-3755, 1627487-2018-3756. Follow up information identified that scs system was explanted. An abbott representative was not present for the procedure.

Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4. Reference MFR. Report# 1627487-2018-3754, 1627487-2018-3755, 1627487-2018-3756: it was reported the patient has leads protruding that can be seen through the skin due to erosion. Surgical intervention may be pending to address this issue.